Event description:
It was reported an abutment fracture at the screw of the abutment inside implant. The fractured part was removed and the abutment replaced.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product and therapy dates: ilpc343u, certain low profile one-piece abutment 3.4mm(d) x 3mm(h) e1: reporter phone: (B)(6). H4: device manufacturer date unknown / not provided

Manufacturer narrative:
Zimvie complaint number cmp-32215-2023 the following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilpc442u, (certain® low profile one-piece abutment 4.1mm(d) x 2mm(h)) for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use. Fracture identified at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ilpc442u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: fracture abutment. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are patient factors (patient conditions.) Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.